Event description:
The customer reported to vyaire medical that the vela ventilator was having a motor fault error. The customer confirmed that there was no patient involvement associated with the reported event.

Manufacturer narrative:
(B)(4). Vyaire medical was able to confirmed the issue, and a vyaire field service representative (fsr) evaluated the device on-site, discovering several instances of motor fault on the device log. Replaced the motor assembly, ran user verification tests (uvt) and operational verification procedures (ovp), and everything was tested in accordance with factory specifications. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.